Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was giving a bolus and the numbers kept scrolling up and none of the buttons were working on the insulin pump. Customer's blood glucose was 571 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she removed the battery and now it is working fine. Customer stated that one day she was at the mall and started to feel really bad. Customer stated that the pump was shut off and she treated with a shot and then went to the hospital on friday. Customer's blood glucose was 571 mg/dl at the time of the emergency room visit. Customer stated that she was unable to get her blood glucose down. Customer was given 3 shots and was not wearing the pump at the time of the emergency room visit. Customer was off the pump a couple of hours prior to the emergency room visit.